Event description:
Pt. Reports leaking from right internal jugular (rij) swan. These 3 rn's witnessed leaking from insertion site as well as listed np's. Inotropic medication infusing through vip port since surgery early (B)(6) 2023. Difficulty weaning medications post heart transplant surgery as evidenced by cardiac index, fick, thermodilution. PICC placed 9 days later, and inotropes changed to PICC line. Pt. Hemodynamics improved once medications infusing through PICC. Swan removed the next day and saved for further clinical evaluation.